Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. Prior to cse arrival the customer replaced and aligned reagent probe 1, after which a system check passed. The customer re-seated and aligned the sample 2 and reagent 2 probes. When the customer tried to align the reagent probe 2, it only went half way down and a grinding noise was heard. After evaluation of the instrument and instrument data, the cse discovered the reagent probe 2 idler gear had two stripped teeth. The cse replaced reagent probe 1 and reagent probe 2 along with their gears. The cse bleached the drains and ran a system check, which passed. Quality controls and precision testing were run, resulting within range. The cause of the imprecise alt, ast and hb1c results was related to improper probe height due to faulty gear. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Imprecision was observed on patient samples tested for alanine aminotransferase (alt), aspartate aminotransferase (ast) and hemoglobin a1c (hb1c) methods on the dimension rxl max with hm instrument. No results were reported to the physician(s). The samples were repeated on the same instrument, resulting in imprecision. It is unknown what the correct results for the patient samples are. There are no reports of patient intervention or adverse health consequences due to the imprecise alt, ast and hb1c results.